Event description:
It was reported that the patient felt the neurostimulator "flipping" around in the right hip/buttock area. A revision of the pocket was performed in which it was made deeper. The patient recovered with out sequelae.

Manufacturer narrative:
(B)(4).